Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative on an inguinal hernia procedure, the patient had chronic pain since 10 days after the procedure. In addition, the patient also had nerve block that did not work. To resolve the issue the patient was prescribed mind altering prescription medication to control the pain that initially worked for about a month and then stopped.